Event description:
The customer reported that the holster on the insulin pump broke off when he was sitting in the car. The customer mentioned being in the hospital due to high blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Mfg report 1 of 2 and 2 of 2, medwatch report #s: 3004209178-2012-85587, and 2032227-2012-04842.